Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device relative to a transcatheter aortic valve implantation procedure. Reportedly, a device blockage was noticed. The method of achieving hemostasis was not provided. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported device blockage was not confirmed. The investigation was unable to determine a conclusive cause for the reported device blockage. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the physician is reportedly trained in the used of the proglide and established in the preclose technique.